Manufacturer narrative:
(B)(4).

Event description:
It was reported during a regular follow-up after implant, increased threshold was observed due to lead dislodgement. The patient was scheduled for a lead revision. The screw was found defective and had caused a problem during lead repositioning. The lead was instead explanted and replaced. New measurements were stable after the procedure. The patient condition is fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.